Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was user ever able to open jaws of er320?

Event description:
It was reported that when using the clip applier, prior to use on patient, the nurse pre-loaded the device and it locked in the half loaded position. The clamps were completely closed. Another like device was used to complete the procedure. There was a delay of one minute. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Due to additional information, the event is now not reportable: additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: yes the device was able to be opened.